Event description:
The customer stated that he was hospitalized for hypoglycemia. Prior to the event, the customer's glucose meter was giving inconsistent readings. First 32, then 142 mg/dl. The customer delivered a bolus prior to eating, and experienced low blood glucose levels shortly after. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.